Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and to inquire about the new features on his insulin pump. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl, but went down to 400 mg/dl. The customer declined to troubleshoot. Nothing was replaced or returned.